Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown k-wire/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for the third phalanx shaft fracture with the drill bit and the locking screw. While drilling at the second hole from the distal one, the drill bit interfered with a k-wire which was inserted to fix temporarily, and the drill bit broke. The surgeon made an incision at the palm side, and removed the drill bit, but the fragment of the drill bit (about 1-2mm) was remained in the bone. During the screw insertion at the second hole from the distal one, the screw broke at its neck. The surgeon didn¿t remove the broken screw and the broken screw shaft was remained in the bone. The surgery was completed successfully with fifteen (15) minutes surgical delay. The surgeon will remove the fragment of the drill bit and the broken screw shaft after the bone union will be confirmed. The surgeon commented that the drill was broken due to interference with the k-wire and the breakage of the screw was caused by the excessive load. No further information is available. Concomitant device reported: drill (part # unknown, lot # unknown, quantity 1); 1.1mm drill bit/mqc for threaded hole/ 56mm (part # 03.130.202s, lot # 6l48992, quantity 1). This report is for one (1) unknown k-wire. This is report 2 of 2 for complaint (B)(4).